Event description:
Procedure: face lift. During the procedure, there was an arc from the electrode and the pt was burned on the chin. Surgeon applied a stitch to the burn area. A new electrode was used to complete the case.